Event description:
After placing three coils during a coiled embolization to an aneurysm in the splenic artery, it was reported that the next two coils (8 mm) could not pass through the non-cordis micro catheter. The micro catheter was changed to a prowler select plus; however, the second 8 mm complaint coiled was again advanced with the same result. A new coil was used (10 mm) and was advanced without difficulty. The 8 mm coil was re-advanced, however, again it became impeded and could not advance. A fourth 8 mm coil was advanced, but it too became stuck in the micro-catheter. One of the returned coils was found tangled, unraveled and stretched. According to the account, it is unknown if these damages occurred during the procedure or sometimes afterwards during shipping/handling for return. Based on this, no conclusion can be made regarding the secondary failures found on the returned products.

Manufacturer narrative:
Three non-sterile products were received coiled and tangle inside of a plastic bag; also one embolic coil was received tangle with the rest of the products. Piece #1: the first piece was inspected and, the hypotube and the support coil were found with several kinks. The embolic coil was received broken, tangle and stretched; the headpiece still attached to the tripper. The tripper was inspected under microscope and it was found compressed, elongated and twisted. The introducer was received unzipped and inside of it residues of dried blood were observed. Piece #2: the second product was analyzed and kink/bends were observed on the hypotube. The introducer was received zipped without damages. The support coil and the embolic coil were inside of the introducer. The embolic coil still attached to the ripper. The gripper and the embolic coil were inspected under microscope, and the gripper was found twisted and compressed also residues of blood were found on the embolic coil. Residues of dried blood were observed inside of the introducer. Piece #3: the third device was inspected and kinks were found on the hypotube and on the support coil. The product was received broken of the support coil; part of the support coil was received out of the introducer. The embolic coil still attached to the gripper, however, it was stretched. Residues of blood were observed inside of the introducer. Od of the three trufill dcs orbit coils was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13380895 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coil subassembly lot 13373730 was reviewed. It was observed during review, that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. The cause of the kinked and twisted sections found on the hypotube and support coil on the products received could not be conclusively determined. On the piece #1, was observed that the embolic coil was broken due to the headpiece still attached to the gripper; also a wedge of solder still attached to the coil headpiece; this indicates that the solder had good adhesion to the coil headpiece. The exact cause of the broken coil and the compressed section (on the gripper) could not be conclusively determined; however, due to the rest of the embolic coil was received stretched, and looks like over loading was applied; this could be contributed to the broken coil condition. The cause of the twisted section found on the gripper of the piece #2, could not be conclusively determined. Also the cause of the twisted section found on the gripper of the piece#2, could not be conclusively determined. Also the cause of the fracture on the support coil presented on the piece #3 could not be determined, but it looks like if it was elongated and then it got broken; additionally, the stretched and broken section of the embolic coils of the received products cold not be conclusively determined; however, this not appear to be manufacturing related, due to per pqs investigation and delivery system inspected upon removal from the packaging, and no damages was reported by the customer. Due to the condition of the products, functional test could be performed; therefore, the failure reported (resistance-friction/impeded-in microcatheter) could not be evaluated. The exact cause of the failure could not be conclusively determined; however, neither the analysis nor the DHR review suggests that the damage could have been related to the manufacturing process; also inspections are in place to prevent coil damages on trufill dcs orbit leaved the facility. Procedural factors appear to have impacted on the failures reported; due to per pqs investigation, "rate of stenosis was 95%"; this condition could be contributed on the failure experienced by the customer. At this time, assignment of root cause for this complaint is speculative; however, based on the evidence presented by the products, procedural and/or clinical factors may have impacted on the event as reported.